Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand when she touched a cassette after a cancelled cycle. The worker washed the contact area under running water and did not receive medical attention. The symptoms resolved the next day. The customer was educated on wearing gloves when handling a cassette during a cycle cancellation.